Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(4) h3: analysis of the recharger (serial number (B)(6)) revealed no issues with rtm charging the ins, but did find a recharge antenna failure (sc_interrupt check). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) mentioned the controller battery "died" a couple of week ago, and the pt could not get the controller to turn back on, so the pt installed 2 aa batteries into the controller and the controller responded and then the pt installed the li battery pack and the li battery pack worked again. Pt then started getting a "batteries low: replace controller batteries" message when plugging the recharger antenna (rtm) into the controller. Pt said they would sometimes charge their ins for 2-3 hours to get to 80%, but they were unable to charge above 80% because of the issues they were experiencing. Pt said today, they were only able to charge to 30% in the span of 1 hour. During the call, the pt attempted to charge their ins, but got "batteries low: replace controller batteries" as soon as the rtm was plugged in. Pt reset the controller and inspected the li battery pack contacts and controller battery pins. No damage was detected. Pt inspected the rtm cord, plug, and the controller port, but no damage was detected. Pt attempted to charge their ins again, but got "batteries low: replace controller batteries" as soon as they plugged in the rtm to the controller. Controller battery charge was full and ins charge was low/empty. The controller also went blank/unresponsive. An email was sent to the repair department to replace the rtm. Pt called back stating they received the recharger but were still getting a hard time charging the implant. It usually only charges to 30%. Then pt had to charge the controller again because it takes 2 hours to charge to 30%. Even with new recharger it only went to 70%. Pt also reported therapy was not helping much because it was only charged to 30%. Today pt started getting rm05. On the call had pt reset the controller and had pt clean the pins. Pt tried using the equipment and got rm05 again. Pt saw no damage. An email was sent to repair to replace the controller. Agent reviewed if charging duration is not resolved, pt needs to follow up with /healthcare provider and check the ins since pt had called about it in the past as well. Pt also mentioned they have an unrelated surgery coming up soon and pt wanted to make sure they could go into MRI mode. Pt mentioned the above issue was frustrating.